Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was unable to be fixed well and became dislodged. The lead was not implant and was replaced with a new one. No patient complications have been reported as a result of this event.